Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A main coil was returned for this complaint. The main coil was found kinked and stretched. No more damages were noticed. The zap tip has a smooth surface. The interlocking arm was inspected, and it was detached, the detached arm part was not returned. Dimensional inspection of the main coil revealed the components were within specification, except the number of distal fiber bundles. There were only 7 out of 17 and the number of proximal fiber bundles were only 10 out of 37-44.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the coil became stuck in the middle part of the catheter. The target lesion was located in the iliac artery. A 15mm x 40cm interlock-35 was selected for use. During the procedure, the coil could not be pushed forward. Upon withdrawal, it was noted that the coil became stuck in the middle part of the catheter. The coil was withdrawn together with the delivery system, out of the patient, and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached and fiber bundles were missing.